Event description:
Caller reported blood glucose results of 347 mg/dl on mobile system, 153 mg/dl on compact plus within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for mobile system, medwatch with (B)(6) is for compact plus system.